Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# va00dd1, implanted: (B)(6) 2012, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va00dd1, implanted: (B)(6) 2012, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient had dizziness and they were falling down. It was occurring weekly. It began following an implantable neurostimulator (ins) replacement procedure. There was recent medical testing or electromagnetic interference (emi) exposure. The health care professional (hcp) had adjusted programming after replacement surgery. The fall was worse the day prior to report. The patient's bottom bone "near buttocks was hurting but feeling better now." It was not related to positional movement. The symptoms were a sudden change. Please see manufacturer report #3004209178-2015-13508 for information on the patient's concomitant system.